Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient (pt) complained of increased charging frequency. Pt reported that he went from charging once a week to twice a week. Pt had known connectivity issues and high impedances on contact 4, 5, and 6. Manufacturer representative (rep) ran normal connectivity check and found contact 7 had no connection to battery. Impedance for contact 7 was normal. No programs were using any of the contacts 4-7. Pt denies falls or trauma pt reports good pain relief with current programming. Rep gave pt new program with same electrodes and decreased program rate to hopefully help save some battery life. The rep would will follow up with patient next week to see how charging has been since appointment. No patient symptoms were reported.